Event description:
It was reported that pump did not show battery life accurately. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting follow up, no further information was obtained, and case was created and closed with no additional action taken.